Event description:
It was reported to covidien that a customer had a problem with a safety blood collection device. The customer reports they have had a failure on the safety shield. Customer states this caused a dirty needle stick with the staff. Customer reports the safety shield was broken at the connection of the shield to the tube.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.